Event description:
My husband had a medtronic defibrillator with sprint fidelis leads implanted in 2007. Since he was released from the hosp, he has been complaining about feeling "shocks" and discomfort down his left arm, up and over his left shoulder, and the left side of his neck. Upon visiting his cardiologist, the dr made at least 4 changes to the computer settings used to check the device's activity and they could not get a good reading. With that said, the cardiologist said that the device had not been "going off" and that everything was fine. My husband still - 3 months later - is having considerable discomfort and shocking. We have no idea if the actual defibrillator is working properly or if these shocks to his heart are doing additional damage. He feels as though he has a ticking time bomb inside of him, and wants it removed. Dates of use: 2007 to present, diagnosis or reason for use: congestive heart failure, atrial fibrillation.